Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis and was treated with intravenous fluids on (B)(6) 2025.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective & preventive action (CAPA) and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: eqms search: a query was run in the eqms on 13-jan-2026 against "lot number 6008517 and similar malfunction code(s): no malfunction basen on complaint information, (B)(4) no malfunction code based on complaint information. The review confirmed that lot 6008517 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system(eqms) on 13-jan-2026 against "lot number" criteria equal 6008517 and similar malfunction): no malfunction basen on complaint information, (B)(4) no malfunction code based on complaint information. The count of complaint is 1. The complaint numbers are (B)(4). (Device history record) DHR review: the lot 6008517 was manufactured according to the wi-4905072 version 116 and manufactured in the inset 8, on 11-aug-2024, with a total of (B)(4). The gluing tube assembly lot 4g04369 was manufactured according to the work instruction(wi) and manufactured in the sco9 line, on 10-aug-2024, with a total of (B)(4). The gluing tube assembly lot 4g05004 was manufactured according to the wi-4905294 version 64 and manufactured in the sco2 line, on 23-jul-2024, with a total of (B)(4). The gluing tube assembly lot 4g05854 was manufactured according to the wi-4905294 version 64 and manufactured in the sco9 line, on 27-jul-2024, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.